Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they were feeling a shock in their buttock when their stimulation was at 1.4 and they turned it down to 1.1 and they were no longer feeling a shock. On (B)(6) 2020 the patient noted that they didn¿t have a diary because they had left it at the hospital on the day of the procedure. The patient stated that they had turned their device off because the shocking feeling in their right butt cheek would not go away. The patient noted they would contact their health care professional (hcp) on monday. On (B)(6) 2020, the patient reported that the electrodes shoot through their right hip. The patient also reported that they were not voiding at all. No further complications were reported at this time.